Event description:
The catheter broke inside the baby and had to be surgically removed.

Manufacturer narrative:
Results - received one used sample for the investigation. Our quality engineer visually and microscopically inspected the returned sample and confirmed that the catheter was broken in two pieces, however, there was damage on the upper end of the molded junction. The device history was reviewed for the reported lot # and no irregularities were noted during the lot's MFR. Conclusions - the engineer concluded that the damage to the molded junction were caused to the outer wall by some type of sharp object or instrument (possibly a sharp clamping instrument). Observed the area of separation had been trimmed/cut by some type of sharp object or instrument and was smooth. (B) (4). (B) (4).